Event description:
The manufacturer received information from customer in reference to a dreamstation bipap autosv . The manufacturer received information alleging trigeminal nerve pain over eye. There was report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an unknown dust contaminant was observed inside the blower box where the filter would be placed. An unknown dust contaminant was also present on the blower cap, o-ring of the rear panel, on the bottom enclosure, on the blower, on the blower seal, and on the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found six error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Pil is unable to directly address the symptoms or complaints.